Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was returned for analysis. Visual and tactile inspection of the hypotube, outer/mid-shaft sections, and inner lumen revealed no issues. A 10 mm longitudinal tear was observed in the balloon and confirmed under microscopic examination. The distal tip showed no signs of damage. However, microscopic inspection of the inner lumen revealed exposure and stretching from the distal tip to the distal end of the distal markerband. No other issues were identified during the returned product analysis.

Event description:
Reportable based on device analysis completed on 23sep2025. It was reported that crossing difficulty occurred. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 8mm emerge balloon catheter was selected for use, however during the procedure the device was unable to cross the lesion site. The procedure was completed with another of the same device. No patient complications were reported, and the patient remained stable. However, analysis of the returned device revealed a longitudinal tear in the balloon.